Event description:
Info rec'd indicates, the bed has a high ground resistance reading due to a loose ground pin on the power cord.

Manufacturer narrative:
The tech replaced the plug on the power cord to repair the bed.